Event description:
A "freezing" of the image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was evaluated on-site at the hospital by an olympus field service engineer (fse). The fse found the endoscope had fluid invasion. One of the hospital's technicians reported the metal connector that seals to the black tubing on the leakage tester was loose and had slipped off numerous times in the past. The fse reported that it had appeared, due to the loose tubing, water had been introduced into the endoscope through the leak testing process.